Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to unnecessary shock therapy delivery and low out-of-range pace impedance measurements. The device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in seven segments. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information received indicates that an acute bend near the electrode end of the lead was visualized via fluoroscopy and physical lead damage was observed visually during the procedure. The device and rv lead were explanted. No additional adverse patient effects were reported.